Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) implant detect was not turned off and the diagnostic data were missing after implant procedure. It was noted that the implant data was then manually completed. Ipg remains in use. No patient complications have been reported as a result of this event.